Manufacturer narrative:
Suboptimal medical documentation and imaging studies were available for this review. Product use was incongruent with the IFU due to the right iliac artery diameter greater than 2.3 cm. Cautionary product use conditions that might have contributed to this complaint included: an allergy to contrast and the inability to tolerate contrasted CT surveillance; and, a pre-existing left iliac stent. The patient's medical history and use of antiplatelet therapy might have contributed to this complaint in the form of disease progression, and/or the increase risk of bleeding complications. Immediately post implant, there was evidence of air within the sac, however, this resolved itself within four weeks. Twenty three months post implant, there was substantiated evidence of a possible unknown endoleak associated with an increased aneurysm sac, but no rupture was mentioned at that time; this non contrasted study was not available for review. The reported type ia and iiia endoleak could not be substantiated. The secondary procedure of a competitor's main body and left limb stents was confirmed. Two days post the event procedure, there might have been evidence of: stent migration of the aortic cuff by 3 mm, although the stent was still in a suprarenal position and there was adequate proximal overlap; left sided rupture; and a possible, active unknown endoleak mid body. This was a non-contrasted imaging study. Four days post the event procedure, there was substantiated evidence of an enlarging left sided retroperitoneal hematoma, a possible unknown, active endoleak mid body; this imaging study was non contrast. There did not appear to be any further grafts/stents placed. The patient underwent an imaging examination nine days post the event procedure ((B)(6) 14) so the reported death two days post-intervention could not be substantiated. The death itself could not be established due to lack of information. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. A root cause could not be determined based on the available information although there appeared to be an endoleak of unknown origin which was the probable cause. The right iliac artery, exceeding the IFU 2.3 cm maximum diameter IFU guideline, could have been a contributing factor if the stent could not achieve an adequate seal, which could have resulted in an endoleak.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned to manufacturer.

Event description:
It was reported that approximately 22 months post implant of a bifurcated device and a suprarenal aortic extension and a limb extension, the patient expired due to a rupture. Reportedly, the patient came in symptomatic on (B)(6) 2014. A computed tomography was done and displayed a rupture. The physician treated the patient with a competitor graft, and bridged between the two components, and controlled the bleeding intraoperatively. However, two days later on (B)(6) 2014 the patient expired had to much blood loss, and couldn't recoup. Additional note: this patient has had 27 abdominal surgeries.